Manufacturer narrative:
During inspection and testing of the returned device, there was no blockage found in the auxiliary water channel. Service concluded the white plastic-like material blocking the air/water nozzle did not originate from the olympus endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the foreign object was watertight packing of peripheral equipment, a silicone-based adhesive, silicone component, etc., that was damaged and mixed into the channel. It is possible the foreign object may not have been able to be removed, even if the user had properly reprocessed the device in accordance with the instructions for use (IFU) and reprocessing manual. The IFU describes how to remove foreign matter from the air supply, water supply channel, and nozzle, but the foreign material assumed in the IFU is mainly dirt that adheres to the scope during a procedure. The root cause could not be determined. The following is described in the device's IFU regarding inspection of the endoscope: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "- inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function" the device's reprocessing manual describes the following regarding precleaning of the endoscope and accessories: "-flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." The reprocessing manual describes the following regarding manual cleaning" "-clean the external surface_ *immerse the endoscope in the detergent solution. *with the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned." "- flush the air/water channel with detergent solution." The reprocessing manual provides the following regarding presoaking the endoscope: "if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Further evaluation of the device found the air and water channel volume, water flow, and water removal did not meet specifications due to the blocked nozzle. The up/down bending angle was out of specification and had play. The image illumination was uneven. The objective lens adhesive was worn, the light cover lens adhesive was worn, and the distal end adhesive was discolored. A comprehensive leakage check was completed, and no leaks were found. Per the legal manufacturer, these other issues have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The user facility reported that the auxiliary water channel of the subject device was blocked. The issue was observed during maintenance. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service observed a white plastic-like material protruding from the air/water nozzle. This report is being submitted for the foreign material.